Event description:
Livanova (B)(4) received a report that two s5 roller pumps used on s5 system would randomly turn off during priming.there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to defective switch buttons. The part were replaced and problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.as per push button switch mechanism function, when it is pressed in the "on" position, a small metal spring inside comes in contact with two wires allowing electricity to flow. When it's in "off" position, the spring retracts, contact is interrupted, and current does not flow. If the switch does not properly latch, the most likely root cause is its internal spring being faulty.